Event description:
It was reported that during deployment of a vena cava filter, the last two legs of the filter became caught inside the sheath. After further manipulation of the filter with the pusher wire, the filter deployed; however, it became tilted in the ivc. The filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
A mfg review was not performed as the lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for deployment issues and filter tilt upon deployment. Based upon the available info, the definitive root cause for this event is unk. It is unk if pt or procedural factors contributed to the reported event.